Event description:
Patient reported "recall". Later healthcare professional reported ¿severe pain and severe discomfort in the breasts, as well as a noticeable change in the shape and tightening of the region. Baker grade IV capsular contracture (a hard, painful and deformed breast and the prosthesis causes spontaneous pain and the deformity is marked), including the identification that the prostheses used present a high risk of developing anaplastic large cell lymphoma.¿ also reported "pain (polyarthalgia), muscle weakness, fatigue and hair loss" which is deemed not related to the device. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.